Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with atrial lead dislodgement. The helix did not extend properly. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information revealed a complaint of intermittent capture on the lead as well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.